Event description:
The fse reported that the lemo connector had damaged pins which prevented the system from turning on; no boot. This resulted in a loss of imagining functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.